Manufacturer narrative:
Unit received with cracked end cap. Unit received with broken reservoir tube lip and reservoir does not stay locked in. Unit received with cracked case at display window corners. Unit received with minor scratches on lcd window. Unit received missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump is squirting out insulin during the manual prime and the pump is cracked. Customer does not recall any significant events leading to the error. Customer's blood glucose was 70 mg/dl at the time of incident. Troubleshooting was done for prime rewind but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.